Manufacturer narrative:
Follow-up #2: date of submission 06/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the transmitter was paired with a test pump successfully. Blood glucose (bg) value was set to 120 mg/dl twice within two hours; both bg calibration requests entered successfully. The pump and transmitter was run over night with a steady reading of 115 mg/dl within +/- 20% with no warnings or alerts occurring. The transmitter was found to perform within specification. The complaint of the transmitter out of range alarms was unable to be duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the transmitter out of range alerts (cs 206) were displayed when the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
(B)(4).